Event description:
Device was turned on and stand by. Patient asleep. Smell and smoke came out of the vent on the right. Case had to be cancelled. Additional information confirm that patient was under anesthetic and had to be woke up with no procedure completed.

Manufacturer narrative:
Light source failed to ignite lamp assay. Ballast pn: (B)(4) has a shorted out capacitor c4 causing ignition failure of lamp and most likely the smoke that was seen. Ballast build date was 02/2002. (B)(4).